Event description:
A vns programming physician in bangkok reported to our country distributor that he had a pocket handheld computer hp jornada which was not working. The pda was not able to recharge the battery; it can only be operated when plugged into 220v wall outlet. Additionally reported that it sometimes would not interrogate. Electromagnetic interference is expected if a handheld is used plugged in. Good faith attempts are underway to have the product returned for analysis. It is unclear at this time if the outlet is compatible with the handheld adapter or if it is a battery issue with the handheld computer.